Event description:
Recent switch to droplet brand pen needles due to contract. A pt indicates the needles are easily broken and seem different from previous needles he has been given. This is preventing adequate medication therapy for this pt. Symptoms: inability to use pen needles to administer insulin. Diagnosis for use: diabetes mellitus.